Manufacturer narrative:
The insulin pump was received with blank display due to disconnected battery tube power connector. Unable to verify insert battery, replace battery or low battery alarms due to blank display. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay also, with fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replaced battery now. Customer's blood glucose at time of incident was 9mmol/l. Customer's reported that when new battery put into pump it does not react at tall and will not turn on. Customer's mother stated they have tried with five batteries of makes but pump remains turned off. Customer was advised that pump will be replaced.